Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose continued to rise despite changing their infusion set. The patient's blood glucose at the time of call was 533 mg/dl. The customer treated their blood glucose with the insulin pump. During troubleshooting, no malfunctions or product anomalies were noted. The insulin pump was not returned for analysis.